Manufacturer narrative:
The product in complaint was not returned to the manufacturer nor was the lot number provided for evaluation or analysis. Therefore, the root cause of this adverse event cannot be identified at this time. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported on may 14th, 2018 that a stroke was discovered 4 days post transcarotid artery revascularization (tcar) procedure. There was right side infarct and left arm/leg weakness. Retrograde dissection had occurred from the left cca to aortic root (with right hemisphere stroke). Patient status is unknown. No additional details were provided.